Event description:
A technician reported a who experienced pt corneal edema at lasik post-operative visit. The reporter indicated pt was prescribed a steroid and antibiotics. Additional info has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).